Event description:
Surgeon performed a c5 carpectomy with a globus expandable cage, a cslp plate, 4.0 mm cortex expansion head screws and 1.8 mm locking screws in c4 & c6. The cage subsided in c6 and four screws broke from the stress. Screws were removed.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time. Synthes is unable to determine the manufacture date without a lot number.